Manufacturer narrative:
Visual inspections were performed on the returned device. The reported a needle to cuff miss was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initially filed report, the following information was received: reportedly, during use of the second device, the suture broke. It was not a cuff miss. No additional information was provided.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a prostyle device after a electrophysiology interventional procedure using an 8f sheath. Reportedly, the suture was not present when the plunger was removed (cuff miss). A new prostyle device was used. However, the blue suture and white link did not connect, another cuff miss occurred. Hemostasis was achieved with a third prostyle device. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose prostyle device with reported issue is filed under a separate medwatch report number.